Manufacturer narrative:
Concomitant products: gia6038s, gia6038s gia 60-3.8sgl use reload stap (lot#unknown); gia6038l, gia6038l gia 60-3.8sgl use loadingunit (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open gastrectomy procedure, after the third firing at the time of resecting the stomach, the lever stopped moving at all. The surgeon tried changing reloads, but the lever did not move at all. A new device was used to resolve the issue. There was no patient injury.